Manufacturer narrative:
The system was examined and the company representative did not mention the system to have contributed to the reported event. However, the company representative did mention the vitrectomy cutter was non-conforming and recommended replacement. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 20, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The vitrectomy cutter was examined with the system. The company representative determined a non-conformance with the vitrectomy cutter, and recommended replacement. Additional information was requested but was not obtained. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitreous handpiece was not working. Service was requested for the system. Additional information has been requested, but none received to date.